Event description:
The customer contact reported a tubing separation. The patient was receiving an unspecified concentration of taxol. Shortly after the start of the infusion, the patient reported a leak of medication. The nurse noted that the tubing was separated from the filter inlet. The taxol that leaked was cleaned up according to the facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical intervetions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded.